Event description:
Caller reported an alarm 2 related to an occlusion event. Blood glucose level did not exceed 500 mg/dl or trigger a "high" cgm reading, indicating no adverse impact. Customer resolved the issue by changing the infusion set and cartridge and resuming insulin; no further assistance was deemed necessary.